Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated blood glucose that rose to 182 mg/dl after eating a sandwich, with subsequent trending down to 172 mg/dl, and no device-specific problem or component issue could be characterized due to insufficient information. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to associate a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.